Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 the occluder was inserted in the catheter as usual, and well prepared. At the point of deployment, the left disc in the left atrial appeared deformed from its original shape. The doctor decided to recapture the device into catheter. The device was recaptured without any complications for the patient. The procedure was completed with an other amplatzer device with same size of the first one.

Manufacturer narrative:
The reported event of deformation upon deployment could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.